Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device received with stuck motor error alarm loop during rewinding due to faulty force sensor resistor. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and drive support cap was protruded. The customer had high blood glucose due to motor error which occurred 4 days ago. The customer's blood glucose value was unknown. The device will be return for analysis.